Event description:
Reporter stated tested patient at 2 am and result was 71 mg/dl however there is not record of the reading in the device memory. Reporter stated patient got up in the middle of the night and allegedly fell and once performing a glucose test, result of 71 mg/dl was obtained. Reporter indicated patient was treated with dietary adjustsments and tested again at 4 am with a result of 51 mg/dl which would be an expected result since insulin injection would peak at 3 am.